Manufacturer narrative:
B5: updated event description section d: updated device information. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6), 2018, the patient presented with a contained rupture of an uncomplicated type b aortic dissection and was treated with two gore® tag® conformable thoracic stent grafts with active control system. On (B)(6), 2019, a fast growing dissecting aneurysm at the distal sealing zone of the endoprosthesis with a maximum diameter of 5cm was identified on a follow-up computer-tomographic scan. On (B)(6), 2019, the aneurysm was treated by extending the endograft to the celiac artery. The patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with a contained rupture of an uncomplicated type b aortic dissection and was treated with two gore® tag® conformable thoracic stent grafts with active control system. On (B)(6) 2019, a fast growing dissecting aneurysm at the distal sealing zone of the endoprosthesis with a maximum diameter of 5cm was identified on a follow-up computer-tomographic scan. It is planned to extend the endoprosthesis distally with an additional endoprosthesis to the celiac trunk.